Event description:
It was reported by repair work order that the foot end wheels were not rolling due to damaged bearings. This condition may lead to an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.